Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case along the side of the battery tube, peeling keypad overlay and minor scratched lcd window. Blank display due to [moisture damage on the pcba 1, pcba 2, harness assembly and corroded battery tube. Exposed to moisture was confirmed on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and corroded battery tube. Cosmetic damage confirmed at the back of the pump case. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function or fluid was reported under the lcd or customer reports hearing fluid when shaking the pump. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.